Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Carbohydrates were consumed to treat bg. Reportedly, the customer alleged that the basal feature did not suspend insulin delivery or does not resume insulin delivery when bg began to increase. Tandem technical support attempted to explain the basal software features; however, the customer declined to perform troubleshooting regarding the reported event.